Manufacturer narrative:
The catheter was functionally evaluated and met with requirements for product release. Following the standard tests the unit was evaluated for an additional 5 1/2 hours using a mandrell test. During this time the sv02 continued to remain the same even with manipulation. Catheters are 100% tested during the mfg process for any nonconformance. In addition, inprocess quality assurance pulls a representative sample to verify compliance. A work order review verified that the lot passed inprocess inspections and tests.

Event description:
No pt has been treated on the basis of an incorrect reading.